Event description:
Follow up information was received on 03-feb-2017: tha patient is improving.

Event description:
On (B)(6) 2017, follow-up information was received from the physician. The patient has intermittent swelling. Treatment reported as "continuous antibiotics" (name unspecified). Outcome reported as unresolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the adverse event, possible biofilm, was deemed to meet serious injury criteria of requiring medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure. The device history record for the radiesse dermal filler was not performed as the lot number was not provided.

Event description:
A physician reported that a female patient was injected with radiesse. Medical history positive for previous fillers. Concomitant medications not reported. Eight months ago, the patient was injected with an unspecified amount of radiesse to the nasolabial folds. Approximately one to two months ago, she developed severe facial swelling at the area of injection. Treatment reported as steroids without success and a three-week course of an unspecified antibiotic to which the patient responded. After completion of antibiotics, the swelling returned and now the product "feels very firm." Causality and lot number not reported. Follow up information received on 15-dec-2016: treatment reported as another regimen of unspecified antibiotic therapy. Follow up information received on 01-feb-2017: patient's initials and age were provided. Patient's medical history reported as negative. On an unspecified date post injection, the patient developed swelling to one nasolabial fold area. This area became indurated, described as "hard as a rock," and mildly erythematous. The affected area measured 6 cm x 2.5 cm x 2.5 cm. Patient's diagnosis reported as possible biofilm. Testing, including culture and biopsy, reported as none. Treatment reported as clarithromycin and cipro (ciprofloxacin), with minimal improvement after six weeks. The patient is currently on her seventh week of antibiotics. On an unspecified date, the patient was injected with unspecified steroids and showed improvement. Three weeks later, the patient was injected again with steroids. Outcome reported as unresolved. Follow up information received on 03-feb-2017: the patient is improving.